Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found proximal stent damage. Struts at the most proximal end of the stent were lifted. It was also noted that the shaft was kinked at the strain relief and at the proximal end of the hypotube. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 02 october 2013. It was reported that crossing difficulty occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 16mm in length, de novo and concentric target lesion was located in the mildly calcified, mildly tortuous and 2.75mm in diameter proximal right coronary artery. A 2mm x12mm and a 2.5mm x 15mm unspecified balloon catheters were advanced to the lesion for predilation. Then the 20mm x 2.75mm taxus liberté stent was advanced however, resistance was encountered due to mild calcification and angulated anatomy of the lesion. Several attempts were performed however the device was not able to cross the target lesion. The device was removed and the procedure was completed using a 2.75mm x 16mm taxus liberté stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.